Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation summar: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history: part number: 456.305. Lot number: 4826271. Part manufacture date: n/a. Manufacturing location: n/a. Part expiration date: n/a. Nonconformance noted: n/a. DHR record review: a review of the device history record could not be performed as the product was not returned and the lot number provided does not match the part number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent removal/revision of 1 titanium helical blade, 1 titanium cannulated trochanteric fixation nail, 1 end cap and 2 locking screws for total hip replacement due to non-union. This is report 1 of 5 for (B)(4).